Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they noticed the site was wet . The customer¿s blood glucose level was running high at the time of the incident and was not getting the insulin due to leak. No further information was provided as the call dropped. The customer did not provide their blood glucose level. The product will not be returned for analysis.